Manufacturer narrative:
The astral device was not returned to resmed. If further information becomes available, a supplemental report will be submitted. Reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed battery communications lost alarm. There was no harm or serious injury reported as a result of this incident.